Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer reports a broken flange gripper on their 8120, and was inquiring if they could replace that part. Failure device type: failure problem type: failure mode: case resolution: informed this part is not customer repairable, and they will need to order the housing assembly due to calibration requirements. Informed customer sending unit in for repair is more economical then ordering the part and replacing in house. Recommended customer send in for repair. Customer agrees and will begin their sending unit in for repair process. Ended call. Ref:_00d30y0yr._5000l1svfmq:ref